Event description:
Surgeon used the echelon flex endoscopic linear cutter while doing the sleeve gastrectomy and it misfired. An ethicon 60 mm endoscopic stapler device with a black load and covered with seamguard was used to fire first stapler at the level of the antrum about 6 cm proximal to the pylorus. Then on the next firing with a green load surgeon noticed an unusual sound. After the stapler was retrieved it became obvious that the stapler had misfired and a gap of the size of the cartridge was noticed along with bleeding from the edges. Bleeding was controlled and there was no harm to the patient.